Event description:
The surgeon reports a status post right hip revision with an infection. The surgeon decided to revise the hip with an antibiotic spacer to clear up the infection. He carefully removed the implants which included a restoration modular stem. A tritanium cup and liner and a delta ceramic head. He then proceeded to implant combination of antibiotics mixed with simplex cement to occupy the hip space. He used a small #2 accolade cm stem to create a prostalac hip component.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a trident liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The surgeon reports a status post right hip revision with an infection. The surgeon decided to revise the hip with an antibiotic spacer to clear up the infection. He carefully removed the implants which included a restoration modular stem. A tritanium cup and liner and a delta ceramic head. He then proceeded to implant combination of antibiotics mixed with simplex cement to occupy the hip space. He used a small #2 accolade cm stem to create a prostalac hip component.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. Additional devices reported were: unknown restoration modular stem; unknown tritanium cup; unknown delta ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.